Event description:
Same as manufacturing number 6000093-2004-01429.it was reported that 4 days following a coronary drug eluting stenting treatment procedure, the patient had a subacute thrombosis. The patient presented emergently with a diffuse diseased, 100% occluded left anterior descending artery (lad). The patient was experiencing a myocardial infarction. The lesion was pre-dilated with a 2.5 x 20mm maverick balloon. The physician placed two express2 3.0 x 20 mm drug eluting stents in an overlapping fashion in the lad. The occlusion post-procedure was 0%. The diagonal artery was ballooned at the same time. The next day the patient returned to the cardiac cath lab for treatment of the right coronary artery (rca) and the circumflex (cx) artery. When treating the cx, it was noted that the lad looked good. The patient was placed on a regimen of plavix, asa, and statin. Three days later the patient was still in hospital, about to be discharged, when patient was returned to cath lab with chest pain. It was found that the lad had thrombosed midway through the first stent. They wired the vessel, performed angiojet, and ballooned the vessel with a 3.25 x 15 mm nc ranger. A taxus express2 2.5 x 24 mm stent was placed distally, overlapping the second stent. It is believed that there was probably not good enough outflow with the first two stents as the vessel was severely diseased. The patient was discharged from the hospital 5 days later and was doing fine. It is also noted that both stents placed in 2004 were implanted after their respective expiration dates.